Event description:
It was reported that pt underwent total hip arthroplasty in 2007. Drill bit instrument fractured during acetabular screw hole preparation. No foreign body retention was reported.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Evaluation of device found evidence that failure mode was due to bending overload.